Event description:
It was reported that the atrial lead was repositioned during the implant procedure because of high threshold. The next day, the atrial lead had undersensing and no capture. The lead was scheduled to be repositioned on that evening. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.